Event description:
The doctor claims that during an aortic procedure the coating on the graft seemed different from "normal product". The coating felt thinner than usual when examined with fingers. When the graft was implanted, blood was observed oozing in patches. There was no injury to the patient. The graft was left in. The patient is doing well, now. Note: the doctor is also questioning the textile will thickness. Additional information received in 2005. The graft was implanted for an ascending aorta replacement procedure. There was no unusual handling of the grat prior to its implantation. No specific quantity of blood leakage was noted. The collagen coating appeared eneven or thin. Nothing was done to stop bleeding; the graft was left in the patient without any additional treatment. Two days later, company learned that the graft had become blood-tight prior to wound closure.